Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). Investigation summary: it was performed the DHR, quality notifications and maintenance where no records potentially related to failure were found. The images were evaluated and it was possible to observe a failure in printing the batch. Possible causes for the occurrence: cartridge print line failure. Insufficient ink inside the cartridge. Failure of the machine to contact the cartridges, causing printing failures. As actions to mitigate possible causes, the following topics will be addressed: test bench manufacture for the cartridges; production line operators will be notified of the occurrence. Expected completion date of the actions 30-09-2020.

Event description:
It was reported that the needle precisionglide 21x1-1/4in experienced smeared/illegible labelling/packaging. Product defect was noted prior to use. The following information was provided by the initial reporter: during assemble of remipack kit, it was noticed that the item was with variable data information unreadable. (B)(4).